Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by legal that patient had several post op issues following posterior spinal instrumentation with depuy expedium (l5-s1). Left l5-s1 transforaminal lumbar interbody fusion with placement of a depuy devex 10 x 28 transforaminal lumbar interbody fusion titanium cage and anterior spinal fusion with autograft at l5-s1. Uneventful surgery per op report. Nothing out of the ordinary. See attachment "patient medical history summary"

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.